Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The reported burned power plug was observed during preventative maintenance (pm). The biomedical technician (biomed) replaced the power plug to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a burned and blackened power plug. This was observed during preventative maintenance (pm). A patient was not connected to the machine at the time of the event and there was no harm to any patients or individuals as a result of this malfunction. There was no report of any damage to other components. The biomed stated that the burned plug was original to the machine and the machine has approximately 2,000 hours. The biomed stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power plug. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.